Manufacturer narrative:
Concomitant medical products: t510c29 tissue valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at two weeks post implant the right atrial (ra) lead was found to have dislodged and exhibited no sensing and n on-capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.